Event description:
It was reported that the piston rod of the infusion device no longer moved correctly and that the infusion device was delivering an inaccurate amount of insulin. The patient suffered twice from a slight tendency to hypoglycemia.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.